Event description:
The customer reported a leak when using the coulter act diff analyzer. The probe on the instrument was leaking less than 10 microliters of diluent. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer technical specialist (cts) had the customer clean the probe and probe wipe assembly to resolve this issue. As of (B)(4) 2014, the customer has not contacted customer technical support for this issue. Identified failure modes: the exact cause of the probe drip cannot be determined with the information presented; however, cleaning the probe and probe wipe assembly resolved the probe drip. No erroneous results were generated in connection with the reported event. Upon recur of a probe drip; it is likely to impact all cbc (complete blood count) parameters due to contamination of the sample tube during aspiration. Product labeling was evaluated: coulter act diff analyzer operator's guide, (B)(4): warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).